Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 07-oct-2015. The most recent information was received on 22-jul-2020. Quality-safety (evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil straight up and down and much higher up than right') and diverticulitis ('diverticulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), procedural pain ("procedure extremely uncomfortable / she was in a lot of pain"), abdominal pain ("cramping"), menorrhagia ("my period lasted 10 days / heavy with many clots"), dysmenorrhoea ("period was hurting so bad / periods were painful"), uterine pain ("pain / cramp in uterus"), infection ("infection"), arthralgia ("joint pain / hip bone pain"), adnexa uteri pain ("pain in my left side tube"), headache ("headaches"), alopecia ("hair loss"), fatigue ("I'm tired all the time"), mood altered ("moody"), allergy to metals ("allergy to nickel") with rash and dyspareunia ("sex is extremely painful"). The patient was treated with and surgery (davinci lavh). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, diverticulitis, procedural pain, abdominal pain, menorrhagia, dysmenorrhoea, uterine pain, infection, arthralgia, adnexa uteri pain, headache, alopecia, fatigue, mood altered, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, mood altered, procedural pain and uterine pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the inset. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('left coil straight up and down and much higher up than right') and diverticulitis ('diverticulitis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), procedural pain ("procedure extremely uncomfortable / she was in a lot of pain"), abdominal pain ("cramping"), menorrhagia ("my period lasted 10 days / heavy with many clots"), dysmenorrhoea ("period was hurting so bad / periods were painful"), uterine pain ("pain / cramp in uterus"), infection ("infection"), arthralgia ("joint pain / hip bone pain"), adnexa uteri pain ("pain in my left side tube"), headache ("headaches"), alopecia ("hair loss"), fatigue ("I'm tired all the time"), mood altered ("moody"), allergy to metals ("allergy to nickel") with rash and dyspareunia ("sex is extremely painful"). The patient was treated with and surgery (davinci lavh). At the time of the report, the device dislocation, diverticulitis, procedural pain, abdominal pain, menorrhagia, dysmenorrhoea, uterine pain, infection, arthralgia, adnexa uteri pain, headache, alopecia, fatigue, mood altered, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, mood altered, procedural pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the inset. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event device dislocation was updated from non-serious incident to serious incident, surgery information added and reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 28-jan-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the inset. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil straight up and down and much higher up than right') and diverticulitis ('diverticulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), procedural pain ("procedure extremely uncomfortable / she was in a lot of pain"), abdominal pain ("cramping"), menorrhagia ("my period lasted 10 days / heavy with many clots"), dysmenorrhoea ("period was hurting so bad / periods were painful"), uterine pain ("pain / cramp in uterus"), infection ("infection"), arthralgia ("joint pain / hip bone pain"), adnexa uteri pain ("pain in my left side tube"), headache ("headaches"), alopecia ("hair loss"), fatigue ("I'm tired all the time"), mood altered ("moody"), allergy to metals ("allergy to nickel") with rash and dyspareunia ("sex is extremely painful"). The patient was treated with and surgery (davinci lavh). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, diverticulitis, procedural pain, abdominal pain, menorrhagia, dysmenorrhoea, uterine pain, infection, arthralgia, adnexa uteri pain, headache, alopecia, fatigue, mood altered, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, mood altered, procedural pain and uterine pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6)2014 quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the inset. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporter's information were added. Case became potential legal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.